Event description:
A malfunction was reported by the caller concerning the pump]. There was no adverse impact to the customer¿s blood glucose level. Although the malfunction could be reset, the customer reported multiple occurrences of the same issue with the pump. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.